Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reports a breakage of the nail. A revision surgery was performed.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The received device inspection revealed the following: the nail was completely broken in the thinned webs of the proximal drill hole for the lag screw. Drill marks are found at the inside of the posterior web running from lateral towards medial. Significant material abrasion was found in the anterior web at lateral. Deep scratches and additionally material deformed outside were most likely caused by a deviating of the step drill during preparation of the canal for the lag screw, material damage had led to sharp edges in the breakage line resulting in significant material weakening. The appearance of the breakage surfaces suggested the nail had broken in fatigue manner ¿ indicated by the lines of rest, smooth surface and missing plastic deformation. The incipient crack had started at the smallest cross section at lateral and had progressed towards medial. Typical bearing points in the proximal drill hole were identified at lateral / superior and at medial / inferior. A significant bearing point was also found in the round drill hole at distal. Based on the provided medical records, the medical opinion was sought from experienced independent medical expert which revealed the following; ¿due to non-union first the screws broke as a result of ¿self-mobilization¿ and compression, when the non-union prolonged, the nail broke.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause of the failure is a combination of both user and patient related issue. However, predominantly the root cause would be user related as significant material damage had weekend the web caused by misaligned drilling with the step drill and further due to nonunion increased axial loading during the implantation period nail was broken. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reports a breakage of the nail. A revision surgery was performed.